Manufacturer narrative:
The device was explanated and being returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol) with a voltage of 2.68v and charge times of 30.2 seconds. No adverse patient effects were reported.